Event description:
It was reported the pt underwent emergent re-do mitral valve replacement and was brought to the operating room intubated in pulmonary edema. The pt had been using a drug recently (type unk). Tee showed severe vegetation of the mitral annulus, as well as the mitral prosthesis, with dehiscence and a moderate degree or aortic regurgitation. During the explant procedure, it was noted there was a tremendous amount of vegetation all around the annulus, and the valve was dehisced. The valve was excised and after debriding the area, a large gap was observed between the left ventricle and the left atrium with destruction of the av groove. This was reconstructed using a pericardial patch. A smaller 29 mm sjm mitral valve (model 29mecj-502) was implanted. Tee showed trace aortic regurgitation and the prosthetic mitral valve was normal. The pt left the operating room in critical condition.